Event description:
Meter was reading inaccurately low. They reported a result of "25.0". The pt interpreted the result as 25 mg/dl, but it was actually 25.0 mmol/l, which after converted is 450 mg/dl. After the pt tested their blood glucose. They began to experience symptoms of blurry vision, nervousness, and feeling hot. They pt was taken to the physician's office. The pt was told that their blood glucose was high and they were treated with insulin. The reporter does not remember the blood glucose result or how much insulin they were treated with. No information was reported as to how the meter came to be in the wrong unit of measurement. While attempting to troubleshoot with the lfs customer care representative, the meter would not power on. Regardless of how the unit of measurement issue occurred (either spontanously or unintentionally), the issue did contribute to a serious injury. A replacement meter is being sent to the pt.